Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult during the procedure. The first clip was implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. Immediately following deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No treatment was performed. Per the physician, the slda was due to the leaflet length. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.